Event description:
I am taking this opportunity to write you as I have not been totally satisfied with your product and recently I have had two incidents that were an indication that your quality control or product design is not as it should be. In the package I received to send back the defective supplies I received a letter from you to patient (B) (4) patient (B) (6) which under the prescription heading stated my current prescription will expire on (B) (6) 2008. Basically everything in the letter was wrong since you now outsource all my supplies through others rather than handling them in-house. At least it was wrong for me and very confusing until I realized no one had even bothered to read the letter at medtronic's. It was a standard form letter-to be enclosed automatically with out-of-date information, as it is miss-leading if used in a real emergency. I still have enough of a brain to decipher your miss-communications. I don't have enough memory though to remember when I went on line to medtronic's and should have copied my name and pin, so I could get back in. Every time I try. Sorry. Your pin is incorrect. But you can't correct it. In effect. I would like to get any hardware/download the software or somehow get the free information to help in evaluating my blood sugar control but I can't because, I can't get on line to you. Do I really have to go this route to get something that is free and should have been sent with the pump? And will make me a better patient? And customer of medtronic's? Please would you send me the software and hardware, so I can control my blood sugar better? Thank you. I promise I will never go on line with medtronic again. Do you know how frustrating it is to have a problem with a pump about 2am in the morning when one has been asleep for two to three hours and your pump alarm goes off and you change out the reservoir starting with a new bottle of insulin and insulin is all over the table but not in the reservoir? You think I need to call and ask what can or should I do now? Are other people having the same problem? And so you turn the meter over and you realize that was the old meter. The 800 number is there on the new meter but you can't see it because, it is blocked by the clip. And the clip is locked on and takes a coin or a screwdriver to unlock. And then you look at the clip and there in large bold letters is the name medtronic minimed instead of the 800 number. So you get out a coin and unlock the clip-which you probably wouldn't have been able to do if you had been in insulin shock-and read the 800 number and call. And you get someone who seems to handle pretty well. Thank him for me. So anyway, not much help in an emergency if it is difficult to get to or if you are being assisted by someone unfamiliar with the pump. Which brings me to the reason I called the 800 number in the first place. It was because it was the second time in recent months I have had a problem with the reservoir. Different problem but a problem. I am enclosing the label from the quick-set ref mmt-397 lot 9200672 2012-11 and reservoir ref mmt-332a lot h7574381 2011-11. I went ahead and force field the reservoir and didn't think to save it when I changed out the unit three days later. But I did save the little blue connector - enclosed in tube - which appears to have the needle at the edge of the support ring. As I told the contact person, I started with a new bottle of insulin from the refrigerator, pulled the plunger back and fourth two or three times, twisted it, so I would be able to easily detach the plunger after filling the reservoir, pulled it out to about three hundred units, put the unit on the bottle, pushed the air in and sat it down on it's base so that insulin would go from the bottle to the reservoir. I then began removing the quick-set from it's package. To my surprise, when I looked back at the bottle and reservoir, the table was covered with insulin and there was perhaps 20 unit of insulin in the reservoir. I quickly upended the bottle and reservoir to keep from loosing more insulin. I ended up filling the reservoir with some additional spillage and twisted the blue connector off after upending the bottle to prevent further insulin loss. I had no further problems with this reservoir that I am aware of. Earlier, I had a problem with a different lot # of a different nature and I also saved those labels. That was quick-set ref mmt-397 lot 9200561 2012-10 and reservoir ref nnt-332a lot h7383137 2011-10. When using these supplies, I went through the normal procedures for filling the syringe and then attached it to the quick-set and twisted and locked the system. I then tried to prime the tube before placing the reservoir in the pump. It would not prime as there was no continuous path between the quick-set and the reservoir for the insulin to go through. I wiggled, locked and unlocked and finally got insulin to go through. My thinking at the time was that the needle which is inserted into the reservoir from the cap was too short by a small amount and/or there was something keeping the cap from seating properly even though it seemed it fit ok. I wouldn't have called this to your attention except for the earlier problems you had with the recall, another indication of the defective quality control system where may units were defective and then the problem I had with the spilled insulin. Dose or amount: 50 units/day. Frequency: daily. Route: transdermal. Dates of use: (B) (6) 2010 -- (b) (46) 2010. Diagnosis or reason for use: diabetic.